Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a questionable result for 1 patient tested for gluc3 glucose hk gen.3 (gluc3) on a cobas 8000 c 702 module. The initial gluc3 result was 0.06 mmol/l. The sample was retested on another modular with the same reagent pack and the gluc3 result was 5.7 mmol/l. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The gluc3 reagent lot was 27623801 with an expiration date of 31-dec-2018. It was found that the sample probe was broken.

Manufacturer narrative:
The broken sample probe was replaced.